Event description:
Patient was revised to address loosening of the stem at both interfaces. The manufacturer of the cement used in the primary surgery is unknown. Eccentric poly wear of the liner was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.